Manufacturer narrative:
A visual examination of the returned amplatz sheath dilator set found that the device pouch was completely open. There was an evidence of the heat seal throughout the entire width of pouch without any breaks. No foreign matters were noticed inside the pouch and the sheath dilator set. Based on the condition of the returned device, the reported presence of foreign matter was not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz sheath dilator set was unpacked on (B)(6) 2017. According to the complainant, a foreign object was noted to be present inside the sterile package. They discontinued on using the device. The procedure was completed with another amplatz sheath dilator set. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported as "no consequences".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz sheath dilator set was unpacked on (B)(6) 2017. According to the complainant, a foreign object was noted to be present inside the sterile package. They discontinued on using the device. The procedure was completed with another amplatz sheath dilator set. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported as "no consequences".